Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: unable to contact the customer at call backs on (B)(6) 2017. At call back on (B)(6) 2017, customer stated she felt nauseated, shaky, confused and irritable. Customer stated she feels her doctor needs to lower the amount of insulin she is taking and stated she believes her insulin dosage is too high. The customer stated no medical intervention was needed since the last call. Customer stated no additional blood tests were performed with the truemetrix meter. Unable to contact the customer at call backs on (B)(6) 2017. Product notification letter was sent for the customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results and also stated that meter is not displaying all of the characters. The customer is concerned with test results from results obtained of 57 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 150 mg/dl. During the call on (B)(6) 2017, the customer reported feeling tired, dizzy and confused; customer denied need for medical attention at the time of the call. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 73 mg/dl and 72 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in states that her meter is not displaying all of the character. Customer is also calling about low readings with the meter. Customer states meter read 57mg/dl fasting.